Event description:
Reported initially as 'running out too soon'. Further details received: doctors informed by pt that dimorphine pump was running too fast so pt took out the battery. Syringe in pump had 2mls left and still 11 hours to go. Pump put up 20:00 in 2004 and was set to run over 24 hours - pump reviewed at 09:00. Pump drawn up to 8mls. No reported pt injury. No reported medical intervention. Outcome of investigation determined that this complaint be reported as an MDR [possibility of malfunction]. Although no apparent fault was found with the device, other than the possibility of the 3-lobed cam pin interfering with the cam lever, there was no evidence to suggest that this unit over infused.